Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted for non-malignant pain. The caller stated that the patient told them their implantable neurostimulator (ins) has not worked in a while, and the patient is considering removal. No further symptoms or complications were reported.